Manufacturer narrative:
MDR 3003442380-2024-02667 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united state the patient reported the events of infusion set cannula bent between (B)(6) 2024 with 2 infusion sets. The infusion had been used for less than 2 days. The blood glucose level was observed between 54-500mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.